Manufacturer narrative:
Device passed displacement, active current measurement tests; it failed sleep current measurement and self tests. Device would give off an unexpected power error alarm from time to time. After visual inspection of the unit's interior, the connector pried loose when trying to disconnect or reconnect the internal battery to the board during the power error test. This is due to moisture getting in between the connector and electrical board. Unable to perform prime, basic occlusion, force sensor, and occlusion tests due to the power error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 102 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.